Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-feb-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer representative regarding a patient who was receiving baclofen (600mcg/ml at unknown dose) via intrathecal drug delivery pump. It was also reported the pump was delivering baclofen 500; 24.01 mcg/day. The indication for use was noted as intractable spasticity. It was reported that the hcp believed the catheter may have come loose. The hcp planned to check the catheter and revise it if needed. The catheter was loose as it was not completely snapped on. The catheter was snapped back on correctly. The pump had been stopped for about 65 hours (relative to (B)(6) 2019). No symptoms were reported. The issue was resolved. Patient status was alive - no injury. The event date was unknown. There were no further complications reported at this time.